Manufacturer narrative:
Product complaint # (B)(6). Date sent to the FDA: 07/28/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: it was reported that suture keeps breaking (several found already broken in the packs). The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Manufacturer narrative:
(B)(4). Voluntary report: medwatch form mw5101356. (B)(4). Additional information was requested, and the following was obtained via: in event description indicates "surgical tech also noted some of the suture was broken inside the package", could you please confirm if this occurred in this procedure? If yes could you please confirm how many pieces and lot number? The st noticed this with 3-4 packs. The lot # that I have recorded is qpbbbc. If this occurred in another procedure did this issue was reported in another pc? Could you please provide pc number? We also recently had an issue with (2) 6-0 prolene¿s on a c-1 (lot #: qlbacz) separating from needle. What was used to complete the procedure? The same size suture from a different lot number. How many pieces present the (pull off suture needle) issue? Three instances reported during this procedure. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that ¿we¿ve also had issue with: 1 pds on a CT-1 tearing. 4/16 qkmbcu 7-0 prolene suture separating from the needle. 2/11 qjberz we also recently had an issue with (2) 6-0 prolene¿s on a c-1 (lot #: qlbacz) separating from needle¿. Were these issues previously reported to ethicon? Please provide complaint files number for each patient involved. If not, please provide additional information for each attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's related to the reported complaint condition were identified. Note: events reported via 2210968-2021-05949, 2210968-2021-05951.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. No adverse patient consequences were reported. Additional information was requested.